Event description:
As reported: "nail breakage was observed at the most proximal screw hole of the distal part. The nail will be removed and revision surgery is scheduled on (B)(6) with a retrograde nail." It was additionally reported that the patient experience pain.

Manufacturer narrative:
The reported event could be confirmed since the nail was returned in broken manner. The device inspection revealed the following: the nail was completely broken in the thinned webs of the proximal drill hole for the locking screw. The appearance of the breakage surfaces identified the nail had broken in fatigue manner indicated by lines of rest and missing plastic deformation. The incipient crack had started at the smallest cross sections at lateral. The crack had progressed towards medial. In this area the edge was damaged by a mark. Removed material had weakened the material significantly. Hardness test according to rockwell on the returned item and transferring to tensile strength indicated the material being in accordance with the values in the material specification. The data had initially been confirmed by testing the tensile strength prior to manufacturing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of only a few x-rays by a hcp revealed ¿initial dynamic locking would have been of advantage to contribute to fracture healing¿ based on investigation, the root cause was attributed to a user related issue. With available information a deficiency of the device was not verified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "nail breakage was observed at the most proximal screw hole of the distal part. The nail will be removed and revision surgery is scheduled on (B)(6) with a retrograde nail." It was additionally reported that the patient experience pain.